Event description:
It was reported by the user's caregiver that the user new to the ilet experienced hypoglycemia while using the ilet on the first night, with a lowest blood glucose of 62 mg/dl, after which the patient¿s caregiver administered oral glucose and levels were trending upward and stabilizing; the agent explained that early use can involve learning by the system and troubleshooting and education were provided. Investigation included customer care troubleshooting and education by phone. Investigation of this case revealed that the hypoglycemic event occurred during initial device adaptation, and the event resolved with oral carbohydrate intake. No clinical symptoms reported. Outcomes included no need for medical intervention beyond oral glucose. It was concluded that the cause of the hypoglycemia was unclear and that the device appeared to function as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.